Event description:
It was reported that the device was in back up vvi mode after external defibrillation was administered for atrial fibrillation. Firmware download was successfully performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.